Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the monopolar curved scissors (mcs) instrument had a wrong rotation. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and patient demographic information was requested, but not provided.

Manufacturer narrative:
Based on the claim against the product by the customer, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) requested the return of the device for further evaluation. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument had physical damage. The instrument had a broken input disk causing engagement failure and was unable to be tested on the in-house system. The mcs instrument inputs failed to engage with the sterile adapter after multiple attempts. A review of the logs showed three instances of error 22020, indicating engagement issues on the grip axis. The instrument was retested and failed engagement again. Input disk 6 was found completely detached from the base of the housing and hairline cracks were found on grip input shaft 7. In addition, the instrument was found to have a frayed pitch cable at the distal clevis hub. The complaint could not be confirmed by failure analysis, which indicates that the device may not have contributed to the customer reported issue.